Manufacturer narrative:
(B)(4). One sample was received for evaluation. A batch review revealed product met all of the acceptance criteria for release. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. The root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. If additional relevant information is received, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. If additional relevant information becomes available, a follow-up will be submitted.

Event description:
It was reported that an intermate had a reservoir rupture at the end of infusion. The device was filled with a solution of unknown corticoid drug. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.